Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported "the scab was on the side of the device where was different from the incision" and the device was not exposed. The ipg was explanted and the leads were capped. A temporary pacemaker was inserted and medication was managed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was exposure of the implantable pulse generator (ipg) and fluid retention inside the pocket site and the event was diagnosed as an infection. It was suspected whether the event was due to the gap between the pocket size and the device size. It was also reported there was skin necrosis. An ipg extraction procedure was scheduled and the patient was prescribed antibiotics. No further patient complications have been reported as a result of this event.